Event description:
(B)(4) is the initial importer of this device which is a tub rail. End-user is requesting compensation. The device has not been returned for evaluation and is not expected to be returned in the near future. The end-user has had the device since (B)(6). His care giver has noted that they had issues keeping the rail tightened on the tub. The end-user fell between the bathtub and the toilet. He went to the ER where he was diagnosed with bruised ribs.